Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary #(B)(4). The full lead was returned and analyzed. The primary analysis finding noted no anomalies were found. Helix extension/retraction and length testing were performed and all results, including electrical testing, were within specified parameters.

Event description:
It was reported that during implant, the lead was noted with high impedance and high pacing threshold. It was observed that the screw looked like it was retracted without operator intervention. Even after redeploying the screw, abnormally high electric al measurements were obtained. On fluoroscopy it appeared that the screw had retracted again. The lead was not implanted and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.